Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that after vitrectomy surgery patient experienced descemet¿s membrane folds, toxic anterior segment syndrome (tass) and abnormal flare value. The patient was prescribed with corticosteroid, antibiotics, non-steroidal anti-inflammatory eye drops. The current patient condition was unknown. Additional information has been requested; none has been received till date.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards (at that time). Therefore, based on the information obtained, the root cause of the reported events are inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The investigation reviewed the complaint history data for the reported serial number. All relevant complaints found were reviewed as part of this investigation. The system was found to have no problems. Therefore, based on the information obtained, the root cause of the reported events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.